Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that he carelink transmission shows sinus tachycardia (st) with long pr interval, beyond 1:1 boundary. Health professional would like to know why the pr logic did not prevent diagnosis. The device is still in use. No patient complications have been reported as a result of this event.